Manufacturer narrative:
As received, a complete lead was returned in two pieces. Visual inspection revealed electrocautery damage on both lead pieces. Electrical testing revealed shorting between the inner coil and outer coil conductor paths. Destructive analysis of the lead revealed a breach in the inner insulation beneath the bent/compressed outer coil in the is-1 connector region exposing the inner coil adjacent to the is-1 crimp sleeve. The reported events were isolated to the breach of the inner insulation on the is-1 connector region in the bent area of the connector.

Event description:
Noise and oversensing causing inappropriate high voltage (hv) therapy on the right ventricular (rv) lead was noted. During the revision procedure, isolation damage on the rv lead was noted. The lead was explanted and replaced, and the patient was stable with no adverse consequences.